Event description:
There was an allegation of questionable elecsys estradiol iii results for 1 patient on a cobas e 801 analytical unit.sample 1:the initial and repeated elecsys estradiol results were <5 pg/ml (within the post-menopausal reference range). However, the corresponding fsh value for this patient was unexpectedly low. Therefore, the estradiol results were determined to be lower than expected.sample 2:on (B)(6) 2026, another sample from the same patient was tested, and the result was <5 pg/ml. The sample was sent to another laboratory for testing using a siemens system, and the result was 38.9 ng/l (equivalent to pg/ml), which aligned with the follicular phase reference range (19.0 - 144.2 ng/l) and correlated with the patient's fsh level.

Manufacturer narrative:
The analyzer's serial number is (B)(6).the investigation is ongoing.